Event description:
It was reported that pump displayed malfunction alarm with code malf 0 no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided reset instructions and assisted customer in resetting pump, and no additional information was received regarding the outcome of the event.